Manufacturer narrative:
Philips has investigated this complaint. According to the additional information this issue was discovered while the system was in clinical use for a neurovascular procedure. The philips field service engineer (fse) inspected the onsite and confirmed that flex layout, unit will not boot. After reviewed the log file fse confirmed that there is malfunctioning with the flexvision-pc. The fse replaced flexvision pc and hard drive. After replaced the flexvision pc and hard drive, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura xper fd20/15 system would not boot and that the customer needed to configure the flex layout. The complaint device was in clinical use on a neurological procedure at the time of the event. No harm has been reported. The flexvision pc and hard drive were replaced and the device was returned back to functionality.